Manufacturer narrative:
Only the toothbrush head was returned.

Event description:
Consumer reports toothbrush head breakage. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.